Event description:
It was reported "an inflation was performed on the operating table, and an anomaly was detected in the completeness of the inflation itself".how the issue was resolved, the outcome of the procedure and the patient's current condition is unknown.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4) returned for investigation was a 40cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a bio-hazard bag. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the bladder/helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were in-tact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The cal key was examined no damage was noted. The bladder thickness was measured at six points with measurements ranging from 0.0062in-0.0066in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The returned cal key and the returned fos were connected to the iabp. The pump status displayed "pl" pressure limit, indicating a possible broken fiber. The cal key was removed and rotated 180 degrees and then reinserted with the same result. The exact location of the broken fiber could not be determined. The full length of the fiber was confirmed present with no notable breaks. The iabc was connected to an iabp using a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpres-sure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "an anomaly was detected in the completeness of the inflation" is not confirmed. The returned intra-aortic balloon catheter (iabc) passed functional test specifications for the reported complaint. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. Unrelated to the reported complaint, the fos fiber was noted broken and therefore, the light path could not be established between the sensor and the pump. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time.

Event description:
It was reported "an inflation was performed on the operating table, and an anomaly was detected in the completeness of the inflation itself".how the issue was resolved, the outcome of the procedure and the patient's current condition is unknown.